Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention devices. Retention devices were tested with in-house, drug-free urine. All bzo and coc results were negative at the 5 min read time and met qc specification. No false positive results were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided.

Event description:
Customer alleging they are receiving false positive results on the panel dip devices they have always ordered. They are using an unknown lab and the confirmation results were not available for this investigation. They are having false positive results for coc and bzo. They said this is happening on random different donors. Confirmation test: results not available. The control line is present, no test line. Number of tests: 625 tests, 25 failed. No additional or patient information provided. No adverse patient sequela reported.

Manufacturer narrative:
The meter associated with the complaint was returned for investigation, however, the customer's test strips were not returned. The complaint was not confirmed during in-house testing of the returned meter and retained strips and no product deficiencies were observed. Curve analysis could not be performed due to the meter memory limitations. The system performed as expected. The customer was diagnosed with severe sepsis and anemia with a hematocrit below the validated range. These conditions may impact the performance of the assay. Additionally, a technique issue identified in the complaint may have contributed to the unexpected result experienced by the customer. The manufacturing records for the lot were reviewed and there were no issues affecting this complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.